Event description:
On (B)(6) 2023, I had urethral bulkamid injections. By evening of (B)(6) 2023, I was itching and was starting to break out in a rash. The rash continued to spread across my body through out the following days. I have had multiple doctors' visits, lab tests, and medications, including at least four courses of prednisone. I still have rash. Even though I have finished my fourth course of prednisone, this time for 6 weeks. I am in my fourth month of having a rash (very itchy). I think I am experiencing a reaction to having this bulkamid gel inside me. Multiple lab tests have been run to eliminate or find what is the cause of this ongoing rash; including punch biopsy of rash site. No other existing health conditions have been found. Ref reports: mw5152650, mw5152651, mw5152652.